Event description:
It was reported that the customer received a replacement insulin pump that did not seem to be delivering insulin properly. The customer was taking blood glucose pills while she was not using her insulin pump. She was in and out of the hospital for toe and high blood glucose level related issues. Her blood glucose levels were stable when she was on the insulin pump. The customer mentioned calling the paramedics for her low blood glucose levels when she was using her previous insulin pump. In one instance, she was playing with her children when she passed out. The paramedics gave her insulin and a coke but did not take her to the hospital. Her blood glucose level was around 20 mg/dl. In another instance she was laying across the bed when she broke out a could sweat and was not responsive. The paramedics were called and gave her insulin and a coke. Her blood glucose level was in between 30 mg/dl and 40 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-96439 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.